Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device control unit did not function, the lower trigger had no response when and electronic control unit (ecu) had no output. It was also observed that the device failed the check the triggers and ecu function, check switching function, check the oscillation angle and check the off/osc/on switch mode function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device only worked in reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.